Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. **update** 04/21/2011 - litigation papers received. There is no new additional information that would affect the investigation. However, litigation papers allege that reason for revision on 08/14/2009 was that patient had hip and groin pain, positive trendelenburg, iliopsoas impingement, limping, and settling of the acetabular component into the socket. ***update*** 1/10/2012 plaintiff's fact sheet (pfs) received (B)(6) 2012. Changed unk asr hip to asr cup added femoral head product.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.